Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on 04apr2022 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, effective therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-18515. It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention may take place at a later date to address the issue.